Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a scope communication error code e216, poor connection with the main body, and image abnormality. The issue was identified during inspection for use. There were no reports of patient involvement.